Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient wanted to make sure their device was still working, as they had not felt the stimulation in a while, when they saw a power on reset (por) message on the day of the call. The patient was redirected to their healthcare provider. The patient noted that their stimulation had been adjusted so it was felt in a weird place, with no clarification. No further complications were reported.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ll (serial#njy (B)(4) found output and telemetry were acceptable, but the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) who returned the product so it could be disposed. No further patient complications have been reported as a result of this event.